Event description:
The foster mother reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was 825 mg/dl at the time of admission. The caller reported the customer was vomiting prior to being hospitalized. It was also found the cause of the customer's hospitalization was from diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the hospitalization. The caller also reported moisture damage was present on the insulin pump. It was reported moisture was present under the lcd display. The caller was also unable to remove the battery cap on the insulin pump. Customer's current blood glucose was 238 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to moisture damage in the force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a stripped battery cap at coin slot, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The electronic assembly and motor had moisture damage.